Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A technical support specialist (tss) dialed into the station, ran the failed hardware query and discovered that it indicated tower door 1 had failed. Following the knowledge article (ka) bogus failed hardware icon on station for alternative steps, the tss called the customer again to attempt recovery, and while monitoring remotely, the tss noticed the failed hardware icon had disappeared. Upon calling back, the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed. The customer stated that they were unable to access the medication. There were no adverse events or injuries reported based on this event.